Event description:
It was reported that at the beginning of the procedure the customer received an error code 48. The user was connected with MFR's technical support team and it was determined that the laser could not be utilized for the procedure. The case was "cancelled" with no injury to the pt. The "pt will be rescheduled for surgery at a later date. There was no injury to the pt reported.